Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure when the physician opened the box, the inner packaging of the left ventricular (lv) lead was found damaged. The damage looked like it was caused by heat as the plastic had a shape as if it had started to melt. As the physician doubted the integrity of the inner package, the lv lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis of the lead was performed and no anomalies were found. The analyst noted that no outer box or inner packaging was returned. Only photos of the packaging were available. Review of the photos showed that the inner package was visibly deformed, consistent with damage caused by heat. Because the packaging was not returned, only analysis of the lead itself was recorded. If information is provided in the future, a supplemental report will be issued.